Manufacturer narrative:
A ge service rep performed an on site investigation. The system software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system intermittently failed to boot to a usable state and exhibited self-rebooting due to communication errors. No pt serious injury or death was reported related to this event.